Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in the central venous system. The physician advanced a 8.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated over rated burst pressure and ruptured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).